Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, pacing not delivered when required, and loss of capture resulting in asystole greater than two seconds. The rv lead was surgically abandoned and replaced. The patient's device was also explanted for normal battery depletion. No additional adverse patient effects were reported.